Event description:
Device malfunction: none. Symptoms: stroke/tia. Time of symptoms: during and after the procedure. The following event was noted through a periodic article review. A study was performed to evaluate the impact of arch angulation and proximal and distal tortuosity in a series of 298 carotid artery stenting (cas) procedures. Neurological complications occurred in 23 patients, 16 were transient ischemic attacks (tia's) and 7 were minor strokes. Of the 23 patients complications six were reported intraprocedural and seventeen post-procedural. No treatment or length of symptoms were described in the article. The article does not correlate the reported patient outcomes to a specific stent system (specific manufacturer not identified). The systems used were abbott rx acculink/rx accunet and boston scientific wallstent/ez filterwire for the cas procedures. Though requested, no additional information is available.

Manufacturer narrative:
This report involves a study noted in an article. No devices were available for analysis. The part and lot numbers were not identified; therefore, a device history record review could not be performed. Attachment: md; titled, "measurement and impact of proximal and distal tortuosity in carotid stenting procedures". Journal of vascular surgery 2007; 46: 1119-24.